Event description:
It was reported by the rep that the (1) tlc55 was used during an exploratory laparotomy procedure. It was reported that the linear cutter was used once without incidence. The device would not fire again after trying two reloads. There was no consequence to the pt. 06/01/2000 further info from rep: only one reload will be returned, the one in the device.